Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement. The physician elected not to explant the device due to the patient condition. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.